Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4; g3; g6; h2; h6; h11. Visual evaluation of the provided photos found a unknown loose/black debris in the liner. Visual evaluation of the returned product found the packaging was previously opened. The reported debris could not be located. As the product was returned opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon saw a black speck on some material on the liner when taken out of the package. There was no impact or delay to the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.